Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited no disposable pump won't run alarm and air in line. It was also reported that the patient was assisted to clamp tubing, remove cassette and to assess and massage tubing and it was noted that air was present in line. Following cassette re-attachment, pump was started, and the alarm returned. No patient consequences were reported. No adverse effects were reported.